Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient attend a follow up and it was noted via fluoroscopy that the electrode had dislodged. A repositioning procedure will take place. No adverse patient effects were reported.

Event description:
Additional information noted that a repositioning took place. A third incision was made and the distal sensing electrode was sutured to the fascia. During defibrillation threshold (dft) testing polarity failed to converted but the 80j shock was successful. A second induction testing was done and was also successful. The electrode remained implanted.